Event description:
The hcp reported the patient was experiencing increased pain and spasms - denied symptoms of withdrawl. The pump was filled with hydromorphone 30mg/ml, clonidine 10.0mg/ml, and baclofen 180 mcg/ml. An x-ray roller study showed "abnormal rotor study." The pump was explanted and replaced after an implant duration of 34 months due to underinfusion - pump malfunction. The patient is reported to have recovered without sequela.